Manufacturer narrative:
(B)(4). D10 - medical devices: g7 dual mobility liner 40mm d; item# 110024462; lot# unknown. Act artic e1 hip brg 28x40mm; item# ep-200146; lot# unknown. G2 - foreign: south korea. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Subsequently the patient experienced pain after showering. Intra-prosthetic dislocation (disassociation) was noted, resulting in a head and liner exchange. Attempts have been made and no further information has been provided.